Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that x-ray imaging revealed that this implantable right atrial (ra) lead had dislodged one day post implant. A revision procedure was performed. Tissue was observed to be stuck in the helix of the lead. The lead was explanted and a new ra lead was successfully implanted. No adverse pt effects were reported. This lead has not been returned for analysis. Should add'l info become available, or if the lead is returned, this report will be updated.